Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 331 mg/dl after eating and delaying the meal announcement by approximately 30 minutes; the device displayed a stable trend arrow, and the user sought guidance on whether the late announcement affected glucose levels. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included self-management with education that the ilet would deliver corrective insulin to bring glucose back into range, with no alarms and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding proper meal announcement timing and expected algorithmic correction. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with expected glucose excursions due to a missed or delayed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors associated with delayed meal announcement.